Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, patient attended for repositioning of their PICC line. Discovers that there is leakage at PICC line insertion. Patient is booked in at the facility (B)(6) 2024. When patient comes today, leakage is seen at the insertion, reverses PICC line and sees hole at 8.5cm. PICC line is drawn. Patient had to be booked in for a new PICC line. No other information was provided. Additional information: fluid leaked was nacl. Patient had the PICC line since (B)(6) 2024 which is 8 weeks. It was secured with securacath. Date it was discovered that the PICC was not working was (B)(6) 2024, we removed the piccline on (B)(6) 2024 at the clinic. Patient had no symptoms and no harm was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient attended for repositioning of their PICC line. Discovers that there is leakage at PICC line insertion. Patient is booked in at the facility (B)(6) 2024. When patient comes today, leakage is seen at the insertion, reverses PICC line and sees hole at 8.5cm. PICC line is drawn. Patient had to be booked in for a new PICC line. No other information was provided.